Manufacturer narrative:
A graphic user interface (gui) printed circuit boards (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions. An investigation was performed and the product analysis technician reported that the identified root cause was isolated to a component (video graphics array controller u63) on the xena I pcb.if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had the gui post (graphical user interface-power on self test) failure. The ventilator was not on a patient at the time of the event. The service engineer (se) inspected the device and installed new backlight inverter and exhalation valve to correct the issue. The unit passed all testing and operates within the manufacturing specifications.